Event description:
It was reported that during an implant attempt, the atrial lead had many positioning attempts and the lead was unable to fixate. It was noted that visually the helix appeared in the deployed position with attempts to retract the lead unsuccessful. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analyzed. It was found that the inner insulation was kinked and buckled. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut. Blood in/on the helix/lobe mechanism was found. There was damage from implant as the lead had been stretched so that the inner tubing buckled and prevented the helix from functioning properly.